Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures and did not provide additional information upon request. A case-specific evaluation is thus not possible, only a general assessment can be made. It could even not be clarified if the unit stopped ventilating or if it fully shut down. Hence, the simpliest explanation would be that the unit ran on internal battery until the latter was depleted. Other explanations may however apply as well and, a differentiation is not possible due to lack of information. The device was in operation for more than 8 years now and is not under a service contract, status of preventive maintenance and repairs is thus unknown. The carina is intended for treatment of sub-acute care patients in hospital or medical rooms i.e. The patients must be stable and shall not require intensive treatment. The device is designed to post an alarm if the self-monitoring functionality of the device detects a deviation - this was ensured during the particular event; the device has reportedly alarmed. Technical deviations with the device but also use error or lack of maintenance must be taken into consideration as contributing factors in the event but further conclusions can't be made. It is recommended to the hospital to have the device checked by trained service personnel. H3 other text : device not available for evaluation.

Event description:
It was reported that the device suddenly "stopped running". As per report, the patient experienced a temporary desaturation which was removed quickly after the introduction of a replacement device. No health consequences have occurred, finally.